Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) also states the safety and effectiveness of the angio-seal device has not been established in patients that have known allergies to beef products, collagen, and or collagen products, or polyglycolic or polylactic acid polymers. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that a 6f angio-seal vip was deployed post diagnostic heart catheterization. The deployment was uneventful and hemostasis was achieved. Within 24 hours, the patient complained of feeling itchy and having a rash that extended from the groin area up both sides of the torso. Five days post deployment, the patient presented to the emergency room with a diffuse rash. The physician consulted a dermatologist, who stated that the symptoms may be consistent with an allergy. There had been no changes in the patient's medications or diet. The patient was treated with benedryl and prednisone (doses unk) and discharged home.